Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient hospitalized for the event of peritonitis. The cause of the peritonitis was reported as due to a fungal infection. Treatment for the event was unknown. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.